Event description:
During installation, issues were found with the mainboard and speaker. No sound was present, and a blue inop message was on the screen saying "speaker malfunction". There was no patient involvement.